Event description:
It has been reported that device was deployed, however no shock was delivered when shock button was pressed. Patient survived.

Manufacturer narrative:
(B)(4). Device evaluation pending.